Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits in the reservoir and scratches on the m.blue outer housing were determined. Permeability test: a permeability test has shown that both valves have a blockage. The reservoir is permeable after the disconnection. During the permeability test some particles were flushed out of the reserovir. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. Because the valves are not permeable, a computer control test is not possible. Adjustment test: during the adjustment test it was determined that the m.blue, but not the progav 2.0 is adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force of the m.blue is within the given tolerances. Due to the non-adjsutability of the progav 2.0, the braking force measurement is not applicable. The brake function of the progav 2.0 is also given. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results : based on our investigation results, we can determine a blockage in the shunt system. The determined deposits can be named as the cause for the blockage. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a m.blue plus system (#fx819t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years, 2 months weight: 11 kg height: 87.3 cm gender: male.